Manufacturer narrative:
The investigation determined that higher than expected quality control results were obtained from a non-vitros biorad quality control fluid using vitros tsh reagent 7190 on a vitros xt7600 integrated system. The assignable cause of the higher than expected level 1 qc results is likely related to the level 1 biorad quality control fluid. The issue with this control fluid is unknown. A review of historical quality control results for tsh lot 7190 indicated that the biorad vitros tsh lot 7190 qc results were accurate and precise when compared to the customers baseline mean and sd as well as the peer mean and sd. However, it was noted that despite the overall results for level 1 being in range that several results were higher than expected during this timeframe. The customer confirmed that they use a 3sd range rather than a typical 2sd range to assess their daily vitros tsh quality control performance, which does not give an accurate assessment of assay precision. The customer stated that their level 1 qc fluids were within expectation, despite higher than expected results breaching vitros tsh potential reportable criteria. However, the level 2 and level 3 biorad quality control fluids have performed consistently within expectation when assessed against a 2sd range, indicating that the issue is isolated to the level 1 fluid. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tsh reagent lot 7190. A diagnostic vitros tsh precision was well within the acceptable guidelines when using vitros total thyroid control level 2 fluids as outlined in the within run precision guidelines, and the mean of the run as well as all individual replicates were within 1sd of the vitros package insert mean. This indicates that the vitros xt7600 system is performing as expected and not a likely contributor to the event. Additionally, acceptable quality control results were obtained using vitros total thyroid control fluids (level 1 and level 3) when using vitros tsh lot 7190 with no actions performed on the analyzer.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected quality control results were obtained from a non-vitros biorad quality control fluid using vitros tsh reagent 7190 on a vitros xt7600 integrated system. Biorad level 1 lot 43341 vitros tsh results of 0.133, 0.138, 0.143, 0.161, 0.181, 0.169, 0.138, 0.134, 0.137, 0.148, 0.134, 0.185, 0.142, 0.142, and 0.145 miu/l vs. The expected result of 0.087 miu/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected results were from a non-patient quality control fluid. The customer stated that patient results were not affected. There was no allegation of patient harm as a result of this event. This report is number three of seven mdrs for this event. Seven 3500a forms are being submitted for this event as seven devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).